Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator changeout, the right ventricular lead was noted to have an insulation anomaly. The lead was capped and replaced.